Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve separation issues occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke while inserting the dilator. The dilator was inserted correctly. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the same issue occurred. The second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with a non-bwi agilis sheath and the issue resolved. The procedure continued. Additional information was received on the event. It did not break into pieces. It appeared to be fractured while still connected to sheath. It was not a full disconnection. It was the hub where they insert the dilator that appeared to fracture. There was bleed back from the hub. The sheath was being used on the patient. No air was noted to enter the patient¿s system. The issue did not require percutaneous, or surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown. The event was assessed as MDR reportable for a hemostatic valve separation issue under both the sheaths (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-001137330 has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on (B)(6) 2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve separation issues occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small broke while inserting the dilator. The dilator was inserted correctly. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the same issue occurred. The second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with a non-bwi agilis sheath and the issue resolved. The procedure continued. Additional information was received on the event. It did not break into pieces. It appeared to be fractured while still connected to sheath. It was not a full disconnection. It was the hub where they insert the dilator that appeared to fracture. There was bleed back from the hub. The sheath was being used on the patient. No air was noted to enter the patient¿s system. The issue did not require percutaneous, or surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was unknown. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).